Manufacturer narrative:
The unit was received with minor scratches on the lcd window, scratched casing, pillowing keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, and a peeling serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring and both o-rings came loose from the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.